Event description:
Complaint received as follows: an ulcer was generated at the bottom of the rectum. Effusion of blood was detected. The upper digestive tract had a preexisting hemorrhage. The site of the bleeding could not be identified so that any causal connexion was not determined. The doctor understood that flex-seal was not the sole cause. Patient had the fecal management system fms inserted on (B)(6) 2012. Her primary diagnosis was given on the report as 'ten' other co morbidities include: deep vein thrombosis, low alb diabetes mellitus, and upper astro intestinal tract (gi) bleeding. The patient was reported to be on an anticoagulant (name/dosage not given), but other medication history is unknown. The indication for fms use was 'avoidance of wound contamination'. The nature, extent and location of the said wound was however not given. It is unknown if any prior rectal examinations were carried out before the fms use. The adverse event occurred on the (B)(6) 2012, when an ulcer was noticed at the 'bottom of the rectum' and blood was seen in the fms catheter. The bleeding was estimated as equal to 'two diapers'. A 'homeostatic drug' and two units of blood were given and the fms was discontinued same day. The clinicians are reporting that the fms was discontinued same day. The clinicians are reporting that the fms is not the sole cause because the patient had a preexisting upper gi bleeding and the source of the bleeding into the fms catheter was not identified. Based on the available information, this ae is deemed serious and because we cannot rule it out, a causal relationship between the device and this event is deemed possible.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2012.